Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/2/2020. Additional h3 investigation summary: product complaint (B)(4) was logged in breakage suture. Below is the detailed analysis of retain sample: complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Retained sample evaluation: five retain samples of incident codes (B)(4) and lot number t7002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t7002, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke off from the middle. There were no adverse patient consequences reported. No additional information was provided.